Event description:
The customer alleged questionable sodium results on eight patient samples when testing was performed on the cobas c111 analyzer. Seven of the samples were determined to have discrepant results. All initial test results were generated on the c111 analyzer. All 1st repeat tests were performed on the same analyzer after the customer loaded a fresh bottle of etcher and performed electrode service. All 2nd repeat tests were performed by a reference laboratory. Both the customer and the reference laboratory used the indirect ion selective electrode (ise) method to measure sodium. The following results were obtained for patient #1: the initial sodium result was 131 mmol/l; the 1st repeat result was 136 mmol/l; the 2nd repeat result was 138.8 mmol/l. The following results were obtained for patient #2: the initial sodium result was 127 mmol/l; the 1st repeat result was 126 mmol/l; the 2nd repeat result was 131.8 mmol/l. The following results were obtained for patient #3: the initial sodium result was 129 mmol/l; the 1st repeat result was 132 mmol/l; the 2nd repeat result was 137.9 mmol/l. The following results were obtained for patient #4: the initial sodium result was 131 mmol/l; the 1st repeat result was 138 mmol/l; the 2nd repeat result was 139.5 mmol/l. The following results were obtained for patient #5: the initial sodium result was 128 mmol/l; the 1st repeat result was 135 mmol/l; the 2nd repeat result was 139.2 mmol/l. The following results were obtained for patient #6: the initial sodium result was 132 mmol/l; the 1st repeat result was 135 mmol/l; the 2nd repeat result was 140.2 mmol/l. The following results were obtained for patient #7: the initial sodium result was 126 mmol/l; the 1st repeat result was 135 mmol/l; the 2nd repeat result was 137.2 mmol/l. The customer stated that the initial results were all accompanied by a data flag and were released outside the laboratory and that a doctor questioned one of the results. The doctor sent the patient back for a retest. The customer also stated that no corrected results were issued and that no patients were affected by the discrepant results. The field service representative determined that the customer had contaminated the calibrator bottles for this test. He recalibrated with new calibrators and performed quality controls and a precision check, which passed. The customer contacted the manufacturer the day after the field service representative visit and stated that the sodium results were "down again this morning." The customer then stated that she changed the sodium electrode, after which she had no further issues.